Manufacturer narrative:
The monitor sn (B)(4) has not been recovered. There is no download data available surrounding the death. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received one appropriate treatment and on inappropriate treatment in response to oversensing of low cardiac signal and CPR/ motion artifact. The patient was treated at 12:14:40 am on (B)(6) 2020 while the patient was in vf with motion artifact. The patient's post shock rhythm was sinus bradycardia at 25 bpm with CPR/motion artifact. The patient was in asystole at the time of the second treatment at 12:21:02 am, while the patient was in asystole with CPR/motion artifact. The patient's post shock rhythm was asystole. The electrode belt was disconnected shortly after. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.